Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a loss of connection and a hypoglycemic event occurred. The patient's grandmother stated that the patient woke up because their blood sugar dropped, and the patient presented symptoms of hypoglycemia while the dexcom had signal loss. The patient was provided gluco-gel and because it was not bringing their blood sugar up, the ambulance was called. The patient was transported to the hospital and was discharged on (B)(6) 2019. Further event information was not provided. At the time of contact, the patient was doing well. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for evaluation and the allegation was confirmed. The root cause could not be determined. No additional patient or event information is available.